Event description:
Boston scientific rec'd info that post implant procedure, that pt complained of mid-sternal chest pain with inspiration. An emergency echocardiogram and chest x-ray were performed. The echocardiogram revealed a pericardial effusion from a lead perforation. The pt was taken to the operating room where the physician repaired the pericardium and explanted the lead. A new lead was successfully implanted. No adverse pt effects as a result of the lead revision procedure were reported.